Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a mitraclip xt, the clip introducer was observed to be split. The device was replaced to complete the procedure without issues. There were no adverse patient effects or clinically significant delay. The issue device did not enter the patient's anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported split clip introducer was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during device preparation of a mitraclip xt, the clip introducer was observed to be split. The device was replaced to complete the procedure without issues. There were no adverse patient effects or clinically significant delay. The issue device did not enter the patient's anatomy.